Event description:
The physician involved was now provided. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative in (B)(4) regarding a patient receiving intrathecal lioresal 500 mcg/ml (dose 194.43 mcg/day), morphine 18 mg/ml (dose 7 mg/day), and clonidine 45 mcg/ml (dose 17.499 mcg/day) via an implanted pump. The patient's medical history was not reported. The pump was implanted (B)(6) 2009 and was out of service and replaced (date not provided). On approximately (B)(6) 2015, the patient experienced withdrawal symptoms and the pump was alarming. The pump alarm was working and the patient went to the ¿unit pain¿ by physician indication. The telemetry indicated that the pump motor was blocked. The physician stopped the pump and refilled the reservoir with saline solution and introduced oral medication (treatment). The issue was not resolved at the time of this report. It was further reported on (B)(6) 2015, the patient came to the pain unit and was revised; however, it was also reported surgical intervention had not occurred and it was unknown if surgical intervention was planned. The motor was ¿blocked¿ during 62:07. The patient¿s status at the time of this report was ¿alive- no injury.¿ pump logs were provided and indicated several motor stalls and recoveries occurred. A motor stall occurred on (B)(6) 2015 at 22:43, stopped pump period may exceed tube set message occurred on (B)(6) 2015 at 22:43, and the stall recovered on (B)(6) 2015 at 15:38. Another motor stall occurred on (B)(6) 2015 at 12:00 and also reached tube set on (B)(6) 2015 at 12:00, and recovered on (B)(6) 2015 at 11:09. A motor stall occurred on (B)(6) 2015 at 04:21 and recovered on (B)(6) 2015 at 03:36. Additionally, a motor stall occurred on (B)(6) 2015 at 07:20, reached tube set on (B)(6) 2015 at 07:20, and recovered on (B)(6) 2015 at 15:27. The motor stalled again on (B)(6) 2015 at 21:39 and also reached tube set on (B)(6) 2015 at 21:39. The logs also indicated the pump was stopped due to stop command on (B)(6) 2015 at 11:18 and again on (B)(6) 2015 at 10:25 and 10:29. The pump was restarted due to the restart command on (B)(6) 2015 at 11:19. A company representative later reported that regarding where the event/case occurred, the report was noted as having come from hospital ramon y cajal in madrid. A company representative further reported on (B)(6) 2015 that the patient was still on oral medication. The specific withdrawal symptoms the patient experienced were disorientation and discomfort. There wasn¿t any troubleshooting performed related to the pump alarm / withdrawal symptoms. The withdrawal symptoms were resolved. Additional information was requested to clarify the device status and resolution to the stalled pump including potential planned/scheduled explant and the return of the device. Should additional information be received a supplemental report will be filed.

Event description:
On (B)(6)-2015, information was received from a representative noting that the actual pump was replaced "years ago". As of the date of the report, the pump had not been explanted but remained implanted inside the patient but was out-of-service. The patient did not require hospitalization. Regarding the repeated motor stalls, the reason could not be determined. Should additional information be received a supplemental report will be filed.